Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the proximal to mid left anterior descending (lad) artery. A 6f ebu non-bsc guiding catheter was engaged, followed by a 0.014x180cm non-bsc guide wire that crossed the lesion, pre-dilatation was performed sequentially with a 2.5x10mm non-bsc balloon. A 16 x 3.50mm promus premier¿ stent was then advanced and successfully deployed. Following post-dilatation with a 3.5x10mm non-bsc balloon catheter at 20 atmospheres, the physician noted an edge dissection on the distal portion of the stent. A 3.5x16mm promus premier¿ stent was then deployed to cover the dissection and procedure was completed after was post-dilatation with a 3.5x10 non-bsc balloon catheter. Post angioplasty angiogram revealed no residual stenosis and timi 3 flow in the lad. No further patient complications were reported and the patient's status was stable.